Manufacturer narrative:
This report is submitted on 16 november 2020.

Manufacturer narrative:
This report is submitted on 28 september 2020.

Event description:
Per the clinic, the patient experienced infection at the incision site. The patient underwent a surgical procedure to clean the suture in (B)(6) 2020 and the patient was placed on a 6 week course of IV antibiotics . The device was explanted on (B)(6) 2020 due to discharge from ear canal. The patient was reimplanted with another cochlear device during the same surgery.